Event description:
The customer reported that the system made a noise and shut down during a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The high voltage connectors were re-greased. The system was tested and found to be working as intended and put back into service.